Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Evaluation of the returned device showed cracked enclosure on the bottom right, cracks alongside reservoir tank cover. The root cause was confirmed to be damage to the water tank cover. UDI information is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device is leaking. No patient injury was reported.